Event description:
It was reported that on (B)(6) 2009, the patient underwent a stenting procedure in a 95% stenosed, mildly calcified left internal carotid artery with one xact stent. On (B)(6) 2009, during the post procedure (b)(46 stroke scale, the patient exhibited minor facial paralysis. There was no treatment provided. Upon discharge on (B)(6) 2009, the patients condition was improved but continued. On (B)(6) 2009, at a follow-up visit, the facial paralysis had resolved. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of neurological deficit dysfunction is a known observed and potential adverse event of stenting procedures as listed in the xact carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.